Event description:
It was reported, "the customer (B) (6) hospital, reported via the distributor that the taper head would not lock onto the spigot. It is further reported that there were no adverse consequences.